Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 05-june-2015, an fse replaced the defective waste pump. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was due to a defective waste pump.

Event description:
On (B)(6) 2015 the customer reported a waiting for temperature and then a bound/free probe suction failure. This complaint was identified as a malfunction of the aia-360 analyzer. On (B)(6) 2015, a tss performed troubleshooting with the customer by phone to address the reported event. The tss determined that the wash solution was within specified dating and that event could have been caused by a microbead that stuck to the probe. The customer cleaned the wash probe tip and checked for a bead that might have become stuck to the probe. A field service engineer (fse) was dispatched to address the reported event. There was no indication of patient intervention or adverse health consequences due to the delay in reporting of results. (Ticket # (B)(4)). A technical support specialist (tss) performed troubleshooting by phone to address the reported event, which resulted in the delay of reporting results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.